Manufacturer narrative:
Concomitant products: product ID 30802836, lot # b0245895k, implanted: (B)(6) 2004, product type lead; product ID 30951036, serial # (B)(4), implanted: (B)(6) 2004, product type extension.

Event description:
It was reported that the patient experienced infection at place of implant. The patient received antibiotic therapy amox-clavulan zurn. It was also reported that there was bad erosion through skin, lead erosion. No ipg infection. The issue was noted as resolved.

Manufacturer narrative:
Product ID: 30802836 lot# b0245895k, implanted: 2004 (B)(6), product type lead product ID: 30951036 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension. (B)(4).